Event description:
It was reported that the camera image had a black screen. The issue occurred preparation for use for a diagnostic procedure. The procedure name is unknown. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see section d8, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: the device had no image and a black screen displayed due to a faulty cable. A device history review - DHR was conducted, and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera image had a black screen. The issue occurred preparation for use for a diagnostic procedure. The procedure name is unknown. There were no reports of patient harm.